Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient reported being asleep when they were awakened by a sensor failure notification on the receiver. According to the patient, a fingerstick blood glucose reading showed a value of 800 mg/dl, prompting them to call paramedics. The complaint does not indicate whether the patient experienced any symptoms. The patient declined to answer further questions and ended the call. Follow-up attempts to obtain additional event details were reportedly unsuccessful. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.